Manufacturer narrative:
Legal manufacturer: (B)(4). The customer biomedical engineer troubleshot the reported issue with ge healthcare service. It was recommended to replace the adjustable pressure limit valve. The customer will order the part and replace it. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve preventing manual ventilation. There was no report of patient involvement.